Event description:
It was reported that the programmer screen was not responding properly to the touch pen. It was also reported that the fan was making noise and the diskettes would remain blocked sometimes. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus had a loose contact. The fan was noisy and the label on the diskette was taped over the shielding, which made it difficult to open the disk for reading. The stylus was replaced and the fan was replaced. (B)(4).